Event description:
This patient experienced deterioration in performance. Based on clinical grounds, the patient was explanted. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.